Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Correction to retract MFR number (3004753838-2018-095221) as the reported complaint was incorrectly documented and correct complaint was determined to not meet the criteria of a reportable event.

Event description:
Subsequent to the initial MDR, it was determined that the complaint was incorrectly reported as a failed transmitter and was submitted in error.